Event description:
It was reported the surgeon was unable to tighten the setscrew of the implantable neurostimulator (ins) with the hex wrench during the procedure. The cause of the issue was not determined and the ins was not implanted. A different ins was used. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_wrench_acc, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator (ins) found that the setscrew was backed out too far. The setscrew could not be turned back into the connector with the returned torque wrench. A hex wrench was required to get it back in the connector. The setscrew could then be tightened to a lead. The ins passed functional testing.